Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump "creeps" along when the unit is shut off. After the cardioplegia has been delivered to the patient, the pump should stop delivering. When it finished delivering the cardioplegia, the perfusionist (ccp) was concerned about the pump as it would continue to "creep" along. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per the ccp, not a power issue as the "stop" button on the pump does stop the pump from creeping. Evaluation is in progress, but not yet concluded.